Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the 2 intra-aortic balloons (iab) 50cc mega had rupture during insertion through the sheath. Both were from the same lot they then used a balloon with a different lot same sheath and did not have any issues. There was no harm to patient. There was a 20 min delay based on the failure of the first 2 insertions.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional point of contact: (B)(6). The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. No blood was visible inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).